Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) effluent sample bags leaked from an unspecified location. This was observed after use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples and two (2) companion samples were received for evaluation. A visual inspection was performed with the naked eye noted a channel leak on the outer sides of both ports seals at the radio frequency (rf) weld of the actual samples. Functional testing including clear passage and clamp function testing were performed with no issues noted for both the actual and companion samples. Leak testing revealed a leak on the outer side of both port seals for the actual samples. The reported issue was verified for both actual samples. The cause of the condition was determined to be manufacturing related to inadequate seal. The reported condition was not verified on the companion samples. The remaining actual sample was not returned for evaluation; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.